Event description:
Additional information received from reporter on 8/18/2025 for report number mw5174594. Dexcom g6 sensor inaccuracy: 7:46am g6 reading 79, finger stick reading is 139. That is a mard of 43.2%. People are dying because of dexcoms ¿profanity¿ product. Dexcom no longer follows up on product support requests and refuse to provide replacements for their faulty products. Please help.

Event description:
Dexcom g6 sensor inaccuracy: 7:07am g6 reading 167, finger stick reading is 134. That is a mard of 24.6%. Please hold them accountable. Dexcom g6 sensor inaccuracy: 8:07am 6 reading 141 with no arrows, finger stick reading is 99. That is a mard of 29.8%. This is after two calibration attempts this morning. I am replacing this sensor. Dexcom owes me 10 + sensors now over the last 3 months for failures. They refuse to provide replacements for their faulty product and no longer follow up on product support requests. Dexcom g6 sensor inaccuracy: 10:19am g6 reading 309, finger stick reading is 199. That is a 55.3% mard. Activated on (B)(6) 2025.